Event description:
Two pts with low results for either urine creatinine or urine/csf protein. Pt 1: urine creatinine initial results 0.2 mg/dl, repeat 259.3 mg/dl. Urine/csf protein initial results 1.2 mg/dl, first repeat 169.9 mg/dl, second repeat 172.2 mg/dl, third repeat 576.6 mg/dl. Pt 2: urine/csf protein initial results 0.9 mg/dl, first repeat 282.9 mg/dl, second repeat 419.8 mg/dl. No results were reported for these samples from the lab. Field service rep found the root cause to be the sample probe which was replaced. Performance tests were performed.